Event description:
On 09/24/2020 a complaint was opened in qos intuvie received a complaint that the pump has incorrect library configuration. No other details were provided associated with the event. No patient harm was reported in this complaint.

Manufacturer narrative:
A review of device history record and review of production records cannot be performed as there is no serial number of the pump mentioned within the complaint received. Also complaint data cannot be reviewed on this device. This is acomplaint from the year 2020. The follow up MDR will be created when we have additional information available on the pump. Investigation cannot be performed as pump is not available for evaluation. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.